Event description:
It was reported that patient was below target and flow rate was marginal in the arctic sun device. Nurse stated that target temperature was 36 c, patient temperature was 35.1 c, flow rate was marginal and water temperature was 38.2 c. Mss explained to call the need for diligent skin checks. Patient was with four pads connected, patient weight was 153 lbs and pad coverage was appropriate. Mss explained the nurse to purge pads disconnect and reconnect pads using proper technique. Nurse verbalized no kinks in tubing and would try to reattach pads using proper technique. Nurse would call back if patient temperature did not start trending upward.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient was below target and flow rate was marginal in the arctic sun device. Nurse stated that target temperature was 36 c, patient temperature was 35.1 c, flow rate was marginal and water temperature was 38.2 c. Mss explained to call the need for diligent skin checks. Patient was with four pads connected, patient weight was 153 lbs and pad coverage was appropriate. Mss explained the nurse to purge pads disconnect and reconnect pads using proper technique. Nurse verbalized no kinks in tubing and would try to reattach pads using proper technique. Nurse would call back if patient temperature did not start trending upward.